Manufacturer narrative:
The device consists of a medical cockpit infinity c500 and a ventilation unit vn500 which operate nearly independent of each other. The investigation was based on the received information and it could be derived that the root cause can be attributed to a hdd access problem which triggered a disk boot error and results in an unsuccessful cockpit warmstart. The access problem is caused by a persistent error of the cockpit¿s hdd. This failure did not affect the ventilation, other than reported. If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation performed by the ventilation unit vn500 is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
On (B)(6) 2019 the following was reported: vn500 re-boot early morning on (B)(6) 2019 it was additionally reported: vn500 stopped ventilating i.e. Delivering gases. The patient was quite unstable and quickly turned blue, had to be hand ventilated, a different ventilator was brought in and patient's condition stabilised.